Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "during the insertion, the doctor found the swg j tip incorrect shape during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows a guidewire within the advancer hoop. The straightener tube is not vis ible, and the protective cap is not in place. Kinking of the guidewire was confirmed in the returned photo. The visible tip of the guidewire contains one kink and appears otherwise straight. The customer also returned one opened hemodialysis set including an arrow raulerson syringe, 18ga introducer needle, guidewire, and advancer assembly hoop for analysis. Upon receipt, the guidewire tip was protruding from the advancer assembly hoop. The remainder of the advancer assembly, including the straightener tube and protective cap, were not returned. Signs of use were observed on the advancer assembly hoop and guidewire. Visual examination of the guidewire revealed one kink towards the distal tip. The j-bend was misshapen and appeared nearly straight. Microscopic examination revealed that the guidewire welds were present and spherical. No abnormalities or defects were observed on the arrow raulerson syringe (ars) or introducer needle. The kink in the guidewire measured 28mm from the distal tip. The overall length of the guidewire measured 684mm which is within the specification limits of 678-688mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.842mm which is within the specification limits of 0.83 3-0.877mm per the guidewire product drawing. Functional testing was performed per the instructions for use (IFU) provided with this kit. The IFU states, " advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged proximal end of the guidewire was advanced through the returned ars and introducer needle with little to no resistance. A manual tug test confirmed that both guidewire welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "place tip of arrow advancer - with "j" retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle." The photo provided by the customer shows the tip components of the arrow advancer removed from the assembly. The IFU also states "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Visual analysis of the guidewire revealed that it was kinked. Despite this, the guidewire passed all relevant dimensional and functional requirements, and the undamaged portion of the guidewire passed through the ars and introducer needle with no issues. The customer provided photo and returned sample show that the tip of the advancer assembly was removed, which may have contributed to guidewire resistance and kinking. A customer in-service has been requested as part of this investigation to instruct the user on proper use of the device. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the insertion, the doctor found the swg j tip incorrect shape during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.